Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. The system's logs were analyzed and it was found that the system became truncated, which suggests a sudden loss of power. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system shut down unexpectedly. The system was plugged to the power cord along with other equipment, however none of the other equipment shut down. After changing the power to a different outlet, the system rebooted. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.